Event description:
Once the catheter was successfully inserted, the white needle septum was found leaking blood and air.

Manufacturer narrative:
The sample is available for eval. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4). Date submitted: (B)(6) 2012.